Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the msiii half dehp ss tubing was defective and not properly seated during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "alaris pump has been serviced but still getting an error code stating: ¿ the tubing collar is not properly seated.¿"

Manufacturer narrative:
The following fields were corrected due to additional information: d10: device available for eval no. D10: returned to manufacturer on: na. H6: investigation summary samples were not submitted for the complaint reported in this investigation, however, additional investigations for the same material number, reported by the same customer, has been conducted. The customer complaint of tubing defective / damaged was not verified based on testing of the infusion set with the infusion set pump. During testing a full investigation was conducted on the infusion sets with a pump submitted, by the customer, with the suspected infusions set. The investigation did not yield any issues with the 28117e infusions sets themselves, but with the pump. A device history record review for model 28117e lot number 20076952 was performed. The search showed that a total of 5,973 units in 1 lot number was built on 29jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Based on the investigation conducted, the testing showed that improper installation of the infusion set is the probable root cause for the issue seen in the reported complaint. H3 other text : see h10.

Event description:
It was reported that the msiii half dehp ss tubing was defective and not properly seated during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "alaris pump has been serviced but still getting an error code stating: ¿ the tubing collar is not properly seated.¿"